Event description:
The home patient contacted baxter's technical service center to troubleshoot an unrelated alarm situation when she reported that she was being treated for peritonitis. Per the home patient, the peritonitis was the result of her "going to the bathroom too much." No further information regarding the infection is available at this time.